Event description:
The customer reported that an IV pole hit the bedside monitor when the bed was being raised, causing the bedside monitor to become free. The monitor fell on a pt, causing injury.

Manufacturer narrative:
(B)(4). The customer reported that an IV pole hit the bedside monitor when the bed was being raised, causing the beside monitor to become free. The monitor fell on a pt, causing injury. It was reported to philips that the bed had been placed under the monitor, contrary to the specifications found in the device labeling. The extent of the pt injury was not reported to philips. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.